Event description:
It was reported that the video system center had poor contact at the connector. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name- (B)(6) hospital. Customer address- (B)(6).